Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that error code 1004 and 1006 was noted when it comes to this implantable cardioverter defibrillator (ICD). When the ICD was interrogated two inappropriate shocks were seen while all parameters seemed good, and no error codes were noted. Insulation damage was noted with the competitor right ventricular (rv) lead. The case was discussed with boston scientific technical services (ts) and it was decided to implant a new rv lead and replace the device. The device will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted no anomalies. Review of the stored memory confirmed a shorted lead indicator was recorded by the device on (B)(6) 2018. A manual capacitor reform was attempted, the device charged for 35 seconds and then issue an error code for high voltage detection. This indicates internal damage due to the shock into a shorted lead condition. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation lead.